Event description:
During a pta / stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a 100% stenotic lesion in the right renal artery. The physician used an unspecified guidewire and a maverick 2.0x 16 mm balloon to pre-dilate the lesion. Following successful deployment of the express vascular sd 7.0 x 19 mm stent, the balloon catheter remained stuck with the stent. The physician inflated and deflated the balloon several retrieve it. There were no pt complications and the pt status is reported as 'fine'.